Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to faulty force sensor resistor. Failure analysis was unable to perform basic occlusion, occlusion, and the excessive no delivery and displacement test due to compromised force sensor system alarm. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was unknown. Customer also reported experiencing a low blood glucose the night prior. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.